Manufacturer narrative:
An inoperable ipg was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis and logs do not contain ipg data. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was not communicating with external device. Reportedly, patient underwent a surgery unrelated to scs in late 2018 and patient is unable to confirm if the ipg was placed into surgery mode. It is unknown when the issue started. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored post operatively.